Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot with a cracked lcd. Functional testing was performed and the tests passed. The receiver log was downloaded, there were no related errors observed. The receiver case was opened, the internal inspection failed with a cracked lcd. The reported event of unexpected receiver shutdown was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was an unexpected receiver shut-down. No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.